Event description:
A 2.5 mm diameter x 15 mm length sprinter rx dilatation balloon catheter was inserted in a patient for treatment of a mid rca lesion. Vessel morphology was not reported, 85% stenosis. It was reported that the physician could not visualize the balloon when inflated to 4 atm. The physician then attempted to inflate again to 10 atm; the balloon would not deflate. It was reported that they were unable to deflate the balloon with an inflator or manually; the balloon was removed inflated from the patient. The lesion was successfully treated with a stent. The patient is reported to be fine and no clinical sequelae were reported. Evaluation summary: medtronic has received the device and its analysis has been completed. There where chatter marks present along the balloon working length. The balloon bond was stretched. The transition shaft was stretched and necked onto the distal end of the hypotube. The transition tubing was kinked 1.5cm and 1.0cm proximal to the exchange joint. There was bunching/damage to the balloon bond which appeared to be stretched to 2.5mm. The distal cone of the balloon was bunched and distorted. It appears that the inflation/deflation difficulties encountered by the physician were as a result of the stretching of the stretching of the transition tubing and the balloon bond. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results and conclusions: unknown cause of stretching.